Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to a touch contamination. On the same day as onset, the patient was admitted to the hospital for the peritonitis and began treatment with injection (inj) cefazolin, 1 gm, intraperitoneally (ip) once daily (od) and inj. Ceftazidime, 1gm, ip, od. Three days after onset, the patient was retrained on proper aseptic technique, the patient's pd effluent was clear, the peritonitis was resolved, the patient was recovered from the event and was reportedly "doing well". One day later, the patient was discharged from the hospital. Ten days later, the antibiotic treatment was discontinued. At the time of this report, dianeal/extraneal therapies were ongoing. No additional information is available.